Event description:
It was reported the ecs21 was used during a gastric bypass. It was reported by the rep that the tip of integral blue trocar broke off. Another ecs21 was opened to finish the case. There was no consequence to pt.